Event description:
Reportedly, the instrument fired correctly with the original load and upon unloading the 4th dlu the rn got cut with the knife blade. The rn was taken to ER and blood was taken for testing and the wound was cleaned. The rn was admitted as an outpatient and was released the same day. Rn was cut on the right index finger.